Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿we have a patient who has a ruptured implant and is enquiring about warranty information. Can someone please contact our rooms?¿

Event description:
Physician reported unknown side, "ruptured implant". Device status is unknown.